Manufacturer narrative:
(B)(4). Exact date of event was not provided. If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. Telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced a blurry vision in both eyes. The visual acuity was reported as listed below and the near vision visual acuity reflects greater than two diopters difference from pre to post surgery. No additional information was provided. Far vision - before surgery ((B)(6) 2015): rv-0.4(20/50), lv-0.3(20/65), after surgery ((B)(6) 2015): rv-0.7(20/29), lv-0.7(20/29), (B)(6) 2016: rv-0.4(20/50), lv-0.3(20/65). Near vision - after surgery ((B)(6) 2015): rv-0.3(20/65), lv-0.4(20/50), (B)(6) 2016: rv-0.2(20/100), lv-0.3(20/65). This report represents the iol in patient's right eye. A separate report is being filed for the iol in patient's left eye.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer; lens remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; the lens meets the specified requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.